Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to chest pain. Upon interrogation, it was noted that the patient's right ventricular (rv) lead had oversensing. The lead is still in use. No further patient complications have been reported as a result of this event.